Event description:
It was reported that this pacemaker exhibited functional under sensing of the right ventricular sense (rvs) due to simultaneous atrial pacing (ap). Additionally, the device also demonstrated a likely functional non-capture of the initial ventricular pace (vp) because the rv was already depolarized. This was followed by successful backup pacing, indicated by a visible t-wave. The rv auto test trends have all remained stable. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.